Event description:
The customer reported that the vertical column was not working properly. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the power supply. The system operates as intended.